Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient complaining of pain and decreased/blurry vision in the right eye three months post lasik. The patient was instructed to use artificial tears and prescribed an antibiotic drop every three hours. The next day the patient was seen again and prescribed a steroid/antibiotic combination drop and a bandage contact lens was placed. Upon follow up, the patient's diffuse lamellar keratitis and erosion were resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).